Event description:
Customer reporting 1 false positive sars result. Customer states the results were confirmed negative for sars by pcr. Patient is symptomatic with fever, chills, body aches, cough and congestion.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.